Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. During simulation testing, the device passed manual and preset conditions and provided accurate measurements. The unit was found to visually and audibly alarm during alarm conditions. The on/off button was difficult to press and required excess force to activate. Internal inspection showed the metal snap dome of the on/off switch was damaged and flat which caused the button to require excess force to activate. A service history record review reveals that this unit was in the field for over ten (10) years with no previous reported issues related to this reported event.

Event description:
The customer reported the device gives inaccurate spo2 readings. No patient impact or consequences were reported.